Event description:
Reported due to a failure to cross the lesion and stent dislodgment requiring intervention. The physician attempted to place the graftmaster stent in the "very tortuous and totally occluded right coronary arteyr (rca) after another wire perfrorated the rca trying to cross the lesion." The perforation then transformed into a "spiral dissection." The graftmaster was used in an attempt to seal the perforation but "could not cross the lesion. While trying to remove the graftmaster, the stent became dislodged and traveled down the leg" to become "lodged in a small insificant vessel of the profundi. "It was reported the patient experienced" chest pain and correctable hypotension. As the vessel was "still getting flow, three cardiologists" reportedly decided to "leave the stent in place." The perforation was reportedly sealed with a 3.0mm x 32 mm. Taxus stent. It is unknown whether this adverse event inceased the patient's hospital stay or how it further may have impacted the patient's management. There were no additional surgical or medical procedures reported. The patient is now reported to be fine.